Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and fever. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as symptom onset, the patient was treated with ceftazidime (250mg per change during 21 days) and vancomycin (2g per change at night every 5 days) as shock treatment for peritonitis. At the time of this report, patient outcome was reported as patient was in "good general condition without symptomatology". The patient was switched to continuous ambulatory peritoneal dialysis (capd) therapy for the administration of antibiotic treatment. No additional information is available.